Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, the foot of the second prostyle device did not retract when the lever was returned to its original position to remove the device from the anatomy. The device was moved around the vessel and was removed against resistance. Vessel damage occurred. The sheath was upsized to 18f and the tavi procedure was completed. An unspecified stent was deployed to treat the vessel damage and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the reported resistance. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu) states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the IFU violation did not contribute to the reported difficulties. The patient effect of vascular injury (tissue damage) is listed in the perclose prostyle eifu as possible adverse event use of the device. The patient effect and treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - against resistance.